Event description:
The customer reported that the system had recalled/saved image that differs from the image displayed on the thumbnail. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.